Manufacturer narrative:
On previously submitted report, in box b: describe event or problem was incorrect. The corrected one will be: a remstar auto a-flex device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected and burnt power connector was observed. Additionally, the patient's complaint was not confirmed, contamination was observed and the device was scrapped. In box d: device serviced by 3rdp?, device avail. For eval? (Rfb), device available for eval?, date returned to mfg are updated in this follow-up. In box g: report source - other is updated in this follow-up. In box h: device avail. For eval? (Rfb), device evaluated by mfg?, evaluation method code grid are updated in this follow-up.

Event description:
A remstar auto a-flex device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device at the manufacturer's service center, the device was visually inspected and burnt power connector was observed. Additionally, the patient's complaint was not confirmed, contamination was observed and the device was scrapped.

Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during servicing activities. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.